Event description:
The customer reported an error code displayed on the unit. When the product was returned for eval, it was repaired for an issue related to loose screws inside the panel.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. The returned panel was inspected and the repair of the loose screw issue was performed. The panel was calibrated and self tests were conducted. All functions were checked and met specs. (B)(4).